Manufacturer narrative:
This report is filed, may 4, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced pain over the implant site and a sore neck subsequent to a possible head trauma. Subsequently the patient was hospitalized (date and duration not reported) due to bacterial meningitis. No other information is available as of the date of this report, may 4, 2016. The implanted device remains.